Manufacturer narrative:
On march 19, 2024, on march 19, 2024, mentor became aware that the surgery date was tentative and not correct. Healthcare professional will call back to provide correct date. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2. Explantation date has been removed from fields d6b. Field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on the left side, and with 375cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii postoperatively. The patient has consulted with the healthcare professional. As a result, the devices will be explanted on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2024, mentor became aware that the date of replacement surgery was april 10, 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 7, 2024, mentor became aware that the patient underwent bilateral surgical intervention and the devices were re-inserted. Hence, coding has been updated under section h accordingly. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).